Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the blower failed. The customer reported there was no patient involvement.

Manufacturer narrative:
Per the field service engineer (fse) , the customer declined service repair.